Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit is overheating. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, e1(site country, event site postal code - 27100, event site state - pv), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10. A getinge field service engineer (fse) stated the equipment is returned to our laboratory for in-depth analysis. Work carried out: a slight overheating of the unit is highlighted when the equipment is in operation and at the same time the batteries are being charged. Power management board replaced. Having carried out several checks on prolonged operation both on battery and on mains, there were no longer any cases of overheating of the counterpulsator. Software version updated and repair completed. Operational tests carried out with positive results.